Event description:
Info received indicates the sets were leaking at the luer attachment. The sets were being used with an ultrasite connector for pt hydration.

Manufacturer narrative:
The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve. The male luer lock that was supplied from luer vendor does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.